Event description:
It was reported that the patient received inappropriate therapy due to far p oversensing. The patient expired in 2007, cause unknown. The device and leads were not returned for evaluation.

Manufacturer narrative:
Na